Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that seventeen days following the implant of this transcatheter bioprosthetic valve, the patient exhibited symptoms of heart failure. The transesophageal echocardiogram (tee) showed moderate paravalvular leak (pvl) and moderate central valvular regurgitation. Twenty days post implant a balloon aortic valvuloplasty (bav) was performed. No further adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.